Manufacturer narrative:
The company rep examined the system and replaced the illumination lamps. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 2 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported system messages were received indicating laser functions were not allowed and "iop problems" occurred during a procedure. Additional info provided also indicated the laser intermittently would not go to ready mode. The procedure was completed and there was no pt impact reported.